Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(6). Taperloc porous stem 11x142 catalog#: 11-103205 lot#: 597400, 36mm cocr modular head +9mm catalog#: 11-363665 lot#: 264220, mallory head radial 3-hole shell 62mm liner size 24 catalog#: 12-104162 lot#: 262510. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02624 , 0001825034-2017-05489, 0001825034-2017-05502. Customer has indicated that the product will not be returned to zimmer biomet for investigation for unknown reason. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a hip revision 12 years post implant, due to unknown reason. Attempts have been made and additional information on the reported event is unavailable.